Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the reload was loaded into a representative pmv handle. The jaws were not fully closed and the anvil was found to be deformed. The interlock was overridden and the reload was applied to test media. All staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the device did not fire completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue can occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. It was also reported that excessive force was detected during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when firing over tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) sigadaptshort, sig power sigadaptshort lin short adapt (serial# unknown) egia60amt, egia60amt egia 60 artic med thick sulu (lot# p5h0900) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during gastrectomy in a pancreaticoduodenectomy, the device worked without any problems until the middle, but the knife stopped when it had advanced approximately 50%. Indication of excessive force was noted. The knife was temporarily retracted, the jaw was opened, and when firing was performed again with a reload, this time, the knife stopped when it had advanced ap proximately 20%. At this point, the powered handle, adapter, and shell were replaced with new ones, and the resection was completed with a new reload. The surgery was extended for about 30 minutes. There was no patient injury.